Manufacturer narrative:
The reagent lot number is 796038. The expiration date was not provided. Several abnormal aspiration/short sample errors were noted. The field service representative checked the wash stations, nozzles, and wash levels which were all acceptable. He checked the gear pump pressure which was slightly low. He adjusted it. The sample probe was bent so he replaced it and performed adjustments. He replaced the nozzle tips, the lamp, and the cuvettes, and performed a cell blank and photo check. He tightened the clamp on the sample syringe, checked the mixers and water tanks, and checked for residue in the cells of the wash reaction parts. He confirmed the module was performing within specification. Reagent issues were excluded. The investigation determined the service actions resolved the issue. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable urea results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 13.1 mmol/l. This result was deemed incorrect. The sample was repeated and the result was 31.7 mmol/l. The sample was repeated on another module and the result was 32.6 mmol/l. The sample was repeated as the initial result did not match the patient's clinical picture.